Event description:
The patient has been complaining about pain in the right knee joint. During the revision surgery, the broken endoprosthesis was discovered.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
The patient has been complaining about pain in the right knee joint. During the revision surgery, the broken endoprosthesis was discovered.